Manufacturer narrative:
Additional information was added: the device was manufactured from may 24, 2019 - may 28, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location. The bag containing the device was "wet inside" and contained liquid. This was observed during preparation of the device containing ifosfamide. There was no patient involvement. No additional information is available.